Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), a 6f angio-seal was used in the right femoral artery. The patient experienced a small amount of oozing but a femostop was not required. The next day, the patient was discharged without complication. During a routine follow up visit, the physician noted that the patient was limping. Fourteen days later, the patient had poor peripheral pulses in the right foot and was referred to a vascular surgeon. An ultrasound revealed stenotic tibial artery. Fifteen days later, surgical exploration revealed that the angio-seal has embolized. The angio-seal device was removed. Three days after surgery, the patient was discharged and has recovered.

Manufacturer narrative:
No product was returned; therefore, and evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.